Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a severely calcified lesion, the pta balloon allegedly ruptured prior to reaching 20atm. The pta balloon was retracted in its entirety over the guidewire and another balloon was used to complete the procedure. The vessel was patent with good blood flow post procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size printed on the balloon hub of the catheter identified the returned sample as a 12mm x 4cm balloon. The balloon was examined under microscopic magnification (6x) and loose and frayed fibers were noted 2.2cm and 6.0cm from the distal tip. The catheter was kinked throughout its length. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with resistance at the kinks. The inflation hub was then connected to an in-house inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the fibers, 3.0cm from the distal tip. The balloon fibers were then stripped. The balloon was examined under microscopic magnification (12x) and a pinhole rupture was observed on the distal cone, 3.3cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a pinhole rupture on the barrel of the balloon. The investigation is also confirmed for material frayed, as the balloon fibers were frayed at the location of the pinhole rupture. Per the reported event details, the vessel was severely calcified. It is unknown whether the calcified vessel contributed to the balloon rupture. It is unknown if patient and/or procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available information. Labeling review: the current conquest pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a severely calcified lesion, the pta balloon allegedly ruptured prior to reaching 20atm. The pta balloon was retracted in its entirety over the guidewire and another balloon was used to complete the procedure. The vessel was patent with good blood flow post procedure. There was no reported patient injury.